Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition and presyncopal symptoms. Lead testing was done, and lead diagnostics were normal and stable. The lead was capped and replaced during a routine device change out for normal battery depletion. No additional adverse patient effects were reported.